Manufacturer narrative:
MDR (B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site:(B)(4).

Event description:
It was reported that the patient experienced infusion set occlusion events on (B)(6) 2026 and (B)(6) 2026 the event on (B)(6) 2026 led to an emergency room visit hospital admission and intensive care unit admission from (B)(6) 2026 to (B)(6) 2026 due to diabetic ketoacidosis with abdominal pain and vomiting high blood glucose level of 450 mg/dl which was treated with intravenous fluids including saline and insulin therapy the second event on (B)(6) 2026 resulted in an emergency room visit with a blood glucose reading displayed as high